Event description:
It was reported that an alert was triggered due to atrial intrinsic amplitudes being out of range. In addition, far field r wave oversensing was seen in stored electrograms (egms). Additional information noted that the device was programmed to ddd mode 50 pace per minute and atrial blanking increased to 85ms. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that an alert was triggered due to atrial intrinsic amplitudes being out of range. In addition, far field r wave oversensing was seen in stored electrograms (egms). Additional information noted that the device was programmed to ddd mode 50 pace per minute and atrial blanking increased to 85ms. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that an alert was triggered due to atrial intrinsic amplitudes being out of range. In addition, far field r wave oversensing was seen in stored electrograms (egms). No adverse patient effects were reported. The device remains implanted.